Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically leaky filter, designator fl9, from the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from remaining powered on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the device could not remain powered on in order to charge and shock.